Manufacturer narrative:
Medical product: allofit cup imp win gen; item#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and the ceramic inlay had fractured without any trauma. It is unknown if a revision surgery has taken place.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: allofit cup imp win gen; catalog#: unknown; lot#: unknown; ceramic head imp win gen; catalog#: unknown; lot#: unknown. Therapy date: unknown. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on mar 10, 2021. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and the ceramic inlay had fractured without any trauma. Hence, the patient underwent a revision surgery on an unknown date.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the ceramic inlay was broken without trauma on (B)(6) 2021. Harm: s3 - instability, moderate. Hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the visual examination confirms the reported event; it shows that the inner component (ceramic) of the liner is broken into multiple pieces, with not all pieces returned. The outer component (polyethylene) has scratches on its inside surface, where it mates (sandwiches) with the inner component. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified the following deviations and/or anomalies: ncr 200082691 ncr(s): no ncr with a potential correlation to the reported event was found. 5. Conclusion: it was reported that the ceramic inlay was broken without trauma on (B)(6) 2021. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It can only be assumed that the inlay became loose which led to the reported fractured. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.